Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated tubed which led to 2 large sttaff abbesses/infection 8 days in ICU fighting for my life') and staphylococcal abscess ('perforated tubed which led to 2 large sttaff abbesses/infection 8 days in ICU fighting for my life') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and staphylococcal abscess (seriousness criteria hospitalization and medically significant). The patient was hospitalized for 8 days. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation and staphylococcal abscess outcome was unknown. The reporter considered fallopian tube perforation and staphylococcal abscess to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of staphylococcal abscess ('perforated tubed which led to 2 large sttaff abbesses/infection 8 days in ICU fighting for my life') and fallopian tube perforation ('perforated tubed which led to 2 large sttaff abbesses/infection 8 days in ICU fighting for my life') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced staphylococcal abscess (seriousness criteria hospitalization and medically significant) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was hospitalized for 8 days. The patient was treated with surgery (essure removal). Essure was removed. The reporter considered fallopian tube perforation and staphylococcal abscess to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media- reporter added, event added-fallopian tube perforation, staphylococcus abscess infection , initial and fu process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.